Event description:
The patient was a female with down syndrome. On a previous admission, she rec'd high-dose heparin two times, and heparin flushes two times in 2008. On this admission, rec'd high-dose heparin during her repair of tetralogy of fallot procedure on the following month that was continued through an unknown time on three days later. She also rec'd heparin flushes two times in the same month. Platelet levels: 234k; 168k; 116k, 68k; 54k, 45k; 47k; 56k in the same month; the following month, 86k; 307k. The mother had noticed increased petechiae on the pt's neck and chest as well as bruising at IV sites and operative sites. She also had a significant nosebleed after a rhinoprobe procedure on the same month. Heparin pf4 antibody on the same day was negative. Despite the fact that the heparin pf4 antibody was negative, this appears to be heparin-induced thrombocytopenia because of relationship of the thrombocytopenia to heparin administration. Route: IV drip. Dates of use: 2008. Diagnosis or reason for use: s/p repair of tetralogy of fallot. Event abated after use stopped or dose reduced: yes.